Event description:
The customer reported that during performance verification test, the unit will not transition from ac power to dc power when ac power is disconnected.the customer reported that the unit was not in use on patient.